Event description:
Provider alleged mpj joystick was recalled a few months ago. Provider alleged end user came in to complain the joystick will freeze up a couple times a day and be stuck until he has to turn joystick on and off numerous times to get to move again. The drive lock out is turned off.